Event description:
A report was received that the patient was experiencing pain at the ipg site. Database analysis showed that the battery discharge and charge profiles were observed and revealed no anomalies. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.